Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, it has not yet been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Catheter inserted on august 11, presented rupture on august 18.

Event description:
Follow up.

Event description:
Follow up.